Event description:
After pt delivered infant nurse had diffiuclty deflating foley bulb. Reatttempted to deflate, foley bulb still would not deflate and unable to remove. Per doctors orders the nurse cut the foley tube and the foley bulb deflated.